Event description:
It was reported "the PICC line was successfully placed. However, 24 hours later, the pt complained of chest pain and palpitations. A chest x-ray showed that the PICC line was sitting above the svc. The cardiologist is to review the pt."

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rexd0843 showed no other similar product complaint(s) from this lot number.